Event description:
It was reported that on august 22, an uncommanded movement of the c-arm occurred and a vta29:16 error showed in the system. A field engineer examined the device and found a faulty tomo potentiometer. The field engineer replaced the tomo potentiometer and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.